Event description:
It was reported that during a sigmoid colectomy procedure, they were attempting a trasection when the device only cut and stapled one side. Cut and stpled on the distal side, and put a pursestring on the proximal side, so there was no need to replace the device. There was no patient consequence.